Event description:
The customer reported that after seven days of use, a hole was discovered in the pilot balloon. The tracheostomy tube was removed and the patient was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure, investigation was requested.